Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No delivery anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 460 mg/dl at the time of incident. Troubleshooting found that the pump was cracked to the right of the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.